Event description:
Info received alleged that the left side rail would not lock.

Manufacturer narrative:
Technician found the siderail latch was bent. Unable to repair in account - swapped out for new bed. Warehouse repair - replaced left head siderail latch cover to resolve this issue.